Event description:
It was reported that the customer's insulin pump was alarming no delivery and requiring frequent battery changes. It was also stated that there was a crack on the case of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.